Event description:
It was reported that noise leading to oversensing and inhibition of pacing was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and there were no adverse consequences. Additional information as requested but was not available.